Manufacturer narrative:
Disopa, sold only in (B)(6), is equivalent to cidex opa solution, direct contact with the eyes may cause irritation. In case of eye contact, one should immediately flush the eyes with large quantities of water for at least 15 minutes and seek medical attention. Suitable protective clothing, gloves, and eye/face protection should be worn when handling the solution as described in the IFU. No lot number was provided for this complaint and no samples were returned for eval. Asp investigation pending.

Event description:
It was reported that disopa solution splashed into a healthcare worker's (hcw's) eye. She reported that she washed her eyes thoroughly after the splash, but continued to have pain in her eye. She saw a doctor who prescribed eye drops. The hcw was not wearing personal protective equipment (ppe). The disopa was used in a tray for manual cleaning. The lot # of the disopa is not available.

Manufacturer narrative:
Asp investigation summary: the investigation included trending by problem code, failure mode and effects analysis, system hazard and user misuse analysis, and health hazard evaluation. The lot number was not provided, therefore, a batch record review could not be performed. A review of the complaint history from (B)(6) 2009 to (B)(6) 2010 for cidex opa solution/disopa with the problem code of "hr - eye splash" did not reveal any significant trends. The cidex opa fmea (failure mode and effects analysis) and shuma (system hazard and user misuse analysis) were reviewed for risks associated with eye contact. The overall fmea rpn (risk priority number) score was below the threshold of 100. This potential hazard has been assessed a category 1 - broadly acceptable risk on the shuma. A review of the hhe (health hazard evaluation) for eye splash indicated a hazard/risk index of 3 (none/negligible). The cidex opa solution instructions for use (IFU) and the material safety data sheet (msds) state to use gloves of appropriate type and length, eye protection and fluid-resistant gowns. In case of eye contact, immediately flush eyes with large quantities of water for at least 15 minutes and to seek medical attention. The (B)(4) affiliate communicated to the customer the importance of wearing ppe. No further action is required at this time. Asp will continue to monitor for trends.